Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15281. The pt had 2 leads (from the same lot) implanted as part of her scs sys. It was reported, the pt lost stimulation. The pt indicates, she has fallen 3-4 times and that when stimulation is turned on, it auto reduces. The sjm rep met with the pt and diagnostics indicated invalid contacts on one lead. The second lead was able to be reprogrammed and provide adequate stimulation. X-rays were ordered and the physician stated that no obvious issues were visible. The pt later indicated, she fell again since the fall, she is unable to charge or turn on stimulation. The pt also feels her left side lead is unhooked and doesn't work. The pt was to meet with her implanting physician as the next course of action.